Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks. The implantable cardioverter defibrillator (ICD) device sensed one t-wave every 20 seconds. The right ventricular (rv) lead had post ventricular sensing of t-wave oversensing (twos). Reprogramming was performed. The device and the lead remains in use. The patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).